Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% tortuous and calcified lesion was located in the superficial femoral artery (sfa). The 5.0 mm x 60 mm sterling balloon catheter was advanced to the lesion and inflated. It was reported that the balloon did not maintain pressure above 5 atmospheres. The balloon catheter was removed and upon inspection, the physician noted that the balloon had ruptured. The procedure was completed with a different size of the same device. No pt injury or complications were reported. The pt's condition was reported as "good."

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.